Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient report infusion set came off after 24 hours insertion. No further information available.